Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high results. The customer's expected fasting blood glucose test result range is 70 to 120 mg/dl. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 163 and 161 mg/dl. The product is not stored according to specification in the kitchen cupboard. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 05/10/2016. The meter memory was reviewed for previous test result history: 116mg/dl (B)(6) 2016 04:43 am fasting: yes; 82mg/dl (B)(6) 2016 04:37 am fasting: yes. Customer just started to use the meter today and got us this morning and got felt shaky and decided to run a blood test. Customer states that she run the blood test and got 82mg/dl but did not think the results were correct so she decided to use her old (B)(4) meter and run a blood test and got 42mg/dl. Customer states that she believes the results that she was getting from the (B)(4) meter were correct because she was feeling symptoms of shakiness. She test 4-5 times a day. Customer decided to run a back to blood test on the truetrack meter and got 163/161mg/dl (fasting). Customer then decided to run a blood test on her (B)(4) meter and got 177/147mg/dl fasting.